Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during setup/calibration the staff wanted the system to go to indirect setting but it jumped to the endo setting. There was no patient involvement. Additional information has been requested but not yet received.

Manufacturer narrative:
The system was examined and the reported event was not replicated (specifically as reported). However, the company representative indicated while testing the system¿s output voltage, it was notably low. The company representative adjusted the voltage to the correct range. The laser indirect ophthalmoscope (lio) was tested again with the system and was found to be working as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 16, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the ¿illumination issue¿ can be attributed to the low voltage output from the system. However, how or when system¿s illumination voltage output became low could not be determined. Laser indirect ophthalmoscope (lio). The lio was examined and the reported system jumping to endo was not replicated. However, the company representative adjusted the settings on the system to resolve the issue. The lio was tested and found to meet product specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 16, 2009. Based on qa assessment, the product met specifications at the time of release. No problem was found with the lio. The root cause of the illumination issue can be attributed to the low voltage output from the system. However, how or when system¿s illumination voltage output became low could not be determined. (B)(4).